Event description:
It was reported by a customer that on (B)(6) 2011, the fiber tip failed at 162,872 joules. Add'l info reported by the customer was during set up the aim test was performed and the beam was visible. The pt did not experience any injuries as a result of this incident. It is unk if there were any observations with the aim beam. There were no observations leading up to the incident.